Event description:
It was reported that a foreign, brown stain was found in the bd plastipak¿ syringe before opening the packaging. The following information was provided by the initial reporter, translated from french to english: "found soiled before opening the packaging. The stain is brown and appears to be embedded in the thickness of the plastic."

Manufacturer narrative:
H6: investigation summary: while we did not have the physical sample, one photo sample was provided to our quality team for investigation. Through visual inspection of the photo, brown material was observed to be embedded in the plunger of the syringe. A device history review was performed for reported lot 2011042, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Molding parameters were reviewed and verified all machines were operating within specified limits. Retained samples of the same lot were used for additional evaluation. All product was inspected and no foreign material was observed within the plunger or any other component of the syringe. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. While we could not identify a direct issue, this defect can occur due to burnt material generating during the molding process and becoming injected into the syringe mold, embedding the burnt material as seen in the sample provided. A project has been initiated to reduce any foreign material within our products. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a foreign, brown stain was found in the bd plastipak¿ syringe before opening the packaging. The following information was provided by the initial reporter, translated from french to english: "found soiled before opening the packaging. The stain is brown and appears to be embedded in the thickness of the plastic."